Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 503-504 mg/dl with high ketones. The customer addressed bg with drinking water and a manual injection. The customer alleged the pump was the suspected cause of bg however, declined to troubleshoot or provide further with tandem technical support.